Manufacturer narrative:
According to the information received from our field service engineer (fse) the expiratory channel printed circuit board of the ventilator was defective and required replacement. The reported issue has been confirmed during evaluation of received problem description. Customer contacted third-party company to perform repair. No parts were returned for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the expiratory channel printed circuit board of the ventilator was defective and required replacement. There was no patient harm. Manufacturer's ref.#: (B)(4).